Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported the aviva system gave blood glucose result of 312 mg/dl at a time when the customer was symptomatic of hypoglycemia. Wife treated with "something sugary", called paramedics. Paramedic's result 15 minutes after the 312 mg/dl was 41 mg/dl, result on customer's meter was 57 mg/dl within 10 minutes of 41 mg/dl. A request was made for the return of the system, replacement was sent.

Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported the I-stat ctni cartridge yielded a whole blood result of 0.11 ng/ml. Same sample, whole blood, repeated using an I-stat ctni cartridge yielded a result of 0.00ng/ml. Same sample repeated using an I-stat ctni cartridge yielded a result of 0.02ng/ml. Pt history, medications, and pt sample is unavailable.